Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose (bg) was 200- "high"; although specific value was not provided. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.